Event description:
Procedure: CT- bracco injectors lot#: 251454, injectors obtained tubing cracks while injecting, contrast leaked all over. Tubes were not saved- no known harm to staff or patient. Procedure 2: CT- bracco injector top is broken off and unable to load contrast immediately after removing from packaging. Not used on patient. Tubes saved, packaging not. Manufacturer response for injector and syringe, angiographic, fastload cta dual syringe pack (per site reporter). Onsite at main campus reviewing possible issues.